Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to trigger a 31226 error on the in-house system during testing. The usm was also tested on a patient side cart (psc) test fixture platform where it failed the fiber test due to the clock spring and parallelogram.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the reported issue. The fse also replaced the air filters due to them being worn down. The system was tested and verified as ready for use. Isi has received the usm involved in the complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation on the usm.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, an intuitive surgical inc. (Isi) clinical sales representative (csr) reported that recoverable errors were occurring. An isi technical service engineer (tse) reviewed the system logs and confirmed errors reported by the universal surgical manipulator (usm) 2. The tse advised the isi csr to inform the customer that the error would likely persist until repaired. The procedure was completing as planned with no reported injury.